Event description:
It was reported that the patient¿s right atrial lead and right ventricular lead exhibited noise. No change or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.